Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adjustable band procedure, the devices tubing got caught under the port and nicked. The surgeon shortened the tubing and attached it to the port. Later on an unknown date, the surgeon determined that the tubing had disconnected from the port using fluoroscopy. A competitor's band and port will be implanted on (B)(6) 2011.